Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the aviva strip lot 494024. Reference medwatch report with patient identifier (B)(6) for the aviva strip lot 494025.

Event description:
Mother reported her son was hospitalized with diabetic ketoacidosis. Throughout the night blood glucose results of 102-134 mg/dl were received on aviva system 1. His mother decreased the basal rates on his infusion device and had him drink orange juice. Her son became lethargic, dizzy, and began to vomit around 6:50 a.m. She tested his blood glucose and received a result of 130 mg/dl at 6:52 a.m. On aviva system 1 and she tested his blood glucose on aviva system 2 and received a result of 517 mg/dl at 6:52 a.m. And 580 mg/dl at 6:53 a.m. She delivered 7.05 units of insulin via his infusion device and called an ambulance. A result in the 550 mg/dl range was received at 7:15 a.m. In the ambulance, a result in the 550 mg/dl range was received at 7:15 a.m. On aviva system 2, and a result of 515 mg/dl was received at 7:20 a.m. On aviva system 1. He had a ketone measurement of 4.0 at 7:20 a.m. As well. He arrived at the hospital between 7:20-8:00 a.m. And was given a total of 4.0 units of insulin via the infusion device by his mother. He was treated with "IV bags" and zofran. Two strip lots were used for the reported results and it is unknown which lot produced which result. The alleged products were replaced and requested for evaluation.